Manufacturer narrative:
This case was further described as cloudy peritoneal effluent without definite diagnosis of peritonitis. On the same day, the patient was treated with cefepime (intraperitoneally, dose and frequency were not reported) for the event. Four days later, the treatment with cefepime was stopped. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a fever. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. Action with pd therapy was not reported. At the time of this report the patient remained hospitalized and the patient outcome was not reported. No additional information is available.